Event description:
It was reported to sunrise medical that on (B)(6) 2013, an adverse event involving a quickie gt wheelchair had occurred. The dealer reported that the end user was inside of his home when the front casters got caught up on a small threshold. The dealer alleges that this caused the end user to fall forward out of the chair. The end user sustained a broken noise due to the fall.

Manufacturer narrative:
The product involved in this incident is not being returned to sunrise medical. This investigation has been closed due to the info that has been provided. No follow up report will be filed.